Event description:
It was reported that the pump was alarming no disposable clamp tubing. The alarm was silenced and settings were reviewed. Clamps were already closed. The cassette was removed and cassette was gently tapped and tubing was massaged to disperse air bubbles in the line. The cassette was replaced and the clamp was opened. The pump was started and is running. The patient will proceed with scheduled appointment. No patient injury was reported.

Manufacturer narrative:
Operator of device: unknown. A device history record review was not conducted based upon review of the information provided by the customer as it does not indicate a problem with the initial manufacture or prior repair of the device. No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.